Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) four years post implant. Premature battery depletion was suspected. Additional information was received that stated throughout the early implant history of this device, right ventricular loss of capture due to noise had been observed. Due to the noise, the device had delivered approximately 90 inappropriate shocks shortly after implant. The defibrillation lead was repositioned a few years ago, and no further shocks had been required. However, the patient later developed complete heart black and required 100% pacing recently. The device was removed, replaced, and returned for analysis. The chronic defibrillation lead exhibited normal measurements with the new device and remained implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.